Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with three gore exclude aa endoprosthesis. On (B)(6) 2013, follow-up imaging identified a distal type I endoleak with aneurysm enlargement of 2.7 cm. It was reported the cause of the endoleak was disease progression of the left common iliac artery. This reportedly resulted in remodeling of the aneurysm and a loss of device apposition. It was also reported the contralateral leg component had migrated proximally (amount unknown) into the aneurysm sac resulting in the distal type I endoleak. It was reported that aneurysm enlargement of 2.7 cm. Has occurred as a result of the endoleak. On (B)(6) 2013, an intervention was performed to treat the distal type I endoleak. The left internal iliac artery was first coil embolized prior to prevent retrograde flow, and three additional devices were implanted for additional extension. A contralateral leg component was first implanted proximal to the level of the flow divider on the left contralateral side. A iliac extender component was then implanted for distal extension on the left side. Finally, another iliac extender component was implanted for distal length past the left internal iliac. The left internal iliac was embolized prior to implanting the three devices to prevent retrograde flow. Final angiography showed resolution of the distal type I endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.